Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a breakfast meal announcement while using the ilet bionic pancreas, the user received an insulin dose of approximately 2.491 units followed by another dose of approximately 9.008 units within minutes, after which blood glucose dropped to 56 mg/dl, briefly recovered, and then fell to 42 mg/dl with about an hour spent out of range. Symptoms included hypoglycemia. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.